Event description:
Additional information received indicates that the patient experienced ineffective therapy. Surgical intervention took place on (B)(6) 2023 wherein the entire system was explanted and replaced with a new system to address the issue. Reportedly, the issue has been resolved post op.

Manufacturer narrative:
The report of shocking sensation at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). The associated lead analysis found it had all internal wires broken, these fractures are in close proximity and could have caused intermittent stim that could have been perceived as a shocking sensation.

Event description:
Information indicates that there seems to be a portion of left implanted in the patient during the explant procedure. (Related manufacturer reference number: 3006705815-2023-06224). Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-05678. It was reported that the patient experienced shocking sensation at the ipg site. Additionally, diagnostics revealed high impedances. X-ray and CT scan results show that the lead was completely slid and flared. As such, surgical intervention may take place at a later date to address the issue.